Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had recently undergone a pacemaker/lead implant and bypass procedure. The patient was released but complained of experiencing shortness of breath upon laying down. On (B)(6), it was reported that the a chest x-ray was performed but no anomalies could be confirmed. The atrial lead exhibited unacceptable threshold but all other electrical values were within range. The device was reprogrammed which then caused the patient to experience torsades de pointe sand was -unwell-. On (B)(4), the device was reprogrammed again and the lead continued to exhibit high thresholds but the patient was in stable condition.